Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.

Event description:
It was reported the pt had a revision surgery on his penile prosthesis due to auto-inflation. The revision surgery entailed straightening the tubing. There is no indication any of the main components were removed. No additional pt complications have been reported in relation to this event. Additional info was requested and not provided at this time.